Event description:
It was reported that noise was observed on the ventricular channel when patient was doing a vigorous activity which led to an inappropriate therapy. Device remains implanted. Patient is in good condition and is monitored remotely.